Event description:
Right l2, l3, l4 laminotomies performed on (B)(6) 2022 . On (B)(6) 2022, patient experienced a surgical wound dehiscence and infection. Outpatient cultures revealed mssa(meticillin-sensitive staphylococcus aureus). On (B)(6) 2022 patient returned to the operating room for wound debridement, duraplasty and closure of wound dehiscence. Patient started on IV(intravenous) ceftriaxone for 6 weeks from (B)(6) 2022. Medtronic durepair catalog number 62111, lot 2110019 implanted. Submitting this report due to receipt on june 20, 2023 of the medtronic durepair recall. This medtronic recall notice states that the catalog number implanted in this patient had endotoxin levels that were out of specification. It also states to monitor for symptoms of inflammation such as fever, fluid collection, csf(cerebral spinal fluid) drainage, and meningismus. As the patient had wound dehiscence, an infection and a protracted healing period with uncertainty as to if the out of specification endotoxin levels from the recalled medtronic durepair device were a contributory factor, we are submitting this report out of an abundance of caution.